Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number: 3006705815-2021-03861. It was reported the patient underwent a non-related surgical procedure wherein the ipgs were not placed into surgery mode prior to the procedure. As a result, the patient's ipgs were unable to communicate with external devices and the patient lost therapy. A manufacturer representative was able to recover the ipg with sn: (B)(4) but the ipg sn: (B)(4) was deemed inoperable. Surgical intervention may occur on a later date to address the issue.

Event description:
Additional information received indicates the patient¿s ipg with sn:(B)(6) was explanted and replaced on (B)(6) 2021 resolving the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.